Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via manufacturer representative that when the bur was attached and when the motor was rotated for operation check, the tip of the bur came off. It fell out as it was. There were no fragments left on the patient and no delay on the procedure. The reported product was replaced with a back-up one. There was no patient injury.